Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl after delivering a correction bolus. Review of the pump data logs by tandem technical support verified the bolus was requested by the customer. Customer acknowledged that pump was working as intended.